Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of a colleague infusion pump with a battery issue was confirmed by baxter personnel as a depleted battery alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by a baxter field service technician by replacing the main batteries and battery harness.should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
This is a spontaneous report by a physician from (B)(6) of bacterial peritonitis with culture positive for enterobacter cloacae, abdominal distention, nausea, and chronic pd failure in a (B)(6) female patient coincident with dianeal unknown and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal, 10 liters daily, lot number 10g28g30 and extraneal viaflex, 2 liters daily, lot number 10i23g37 intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced recurrent abdominal distention and nausea. On an unknown date a culture of the dialysate was done and a diagnosis of peritonitis was made. The patient's symptoms initially improved in (B)(6) 2010, but recurred again on (B)(6) 2010. Beginning (B)(6) 2010, the patient received antibiotic treatment with ciprofloxacin 500 mg po twice a day. On an unreported date, the patient experienced chronic pd failure and intermittent hemodialysis was introduced. As of the time of this report, the patient's symptoms were improving. The outcome for the chronic pd failure was not reported. Dianeal and extraneal therapy continued unchanged. Concomitant medications were not reported. The physician believed the reported events were unlikely to be related to dianeal and extraneal therapy. The physician did not provide an opinion of causality for the event of chronic pd failure.